Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were several call service alarms observed in the black box history. The pump powered on and did emit a call service alarm upon the first rewind step. There was a single component failure observed when the pump was opened and once replaced, the pump powered on and displayed the verify screen. The unit was primed and exercised with no further alarms emitted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. The distributor stated that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.